Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that the patient with this pacemaker was experiencing dizziness and lightheadedness. Upon review, there was oversensing of the minute ventilation feature observed, resulting in that feature being disabled. There was atrial channel oversensing of ventricular signals, resulting in inappropriate atrial tachy response episodes. There was intermittent loss of capture on the non boston scientific right atrial (ra) lead and pace impedance measurements of greater than 3,000 ohms. The patient was brought into the clinic in which ra noise was observed which was not being oversensed. There was noise and oversensing observed on the non boston scientific right ventricular (rv) lead but no asystole of greater than two seconds. Technical services discussed troubleshooting options with the field representative. The device and leads remain in service at this time. No adverse patient effects were reported.